Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the returned part was physically inspected in comparison with the DHR. No evidence indicates that the implant was defective or non-conforming as packaged based on the DHR. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Root cause: although the root cause for the complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
Section b4 date of this report: corrected from "08-jul-2017 to "08-jul-2021".

Manufacturer narrative:
The dentist reported that the implant placed at tooth location #18 failed to osseointegrate as it failed to achieve ite primary stability. Hence, the implant was explanted . The patient is stated to be doing fine with no other reported serious injury or adverse events. General bone loss was and granulated tissue was noted at the implant site. No other abnormalities were noted with the implant itself. The DHR was reviewed and no discrepancies were noted. All the processes met the acceptance criteria. More results will be available upon completion of the investigation and evaluation of the returned part. However, failure to osseointegrate is a well- known and well documented inherent risk of the implant procedure and is not caused by the implant itself.

Event description:
The dentist reported that an implant was placed at tooth location #18. The implant failed to achieve primary stability and hence failed to osseointegrate. The patient was stated to have no pre-existing conditions which may have contributed to this incident. General bone loss with granulated tissue was observed around the implant , but no infection was noted at the site. The patient is stated to be doing fine.